Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a malfunction alarm. Customer's blood glucose level was 326 mg/dl. Troubleshooting with tandem technical support was performed, and the malfunction was cleared.